Event description:
The customer reported that the images were getting darker.

Manufacturer narrative:
The ge service rep called site and had the candlesticks for proper greasing. When the anode was pulled out it was determined that the well was cracked. The x-ray tube was ordered and replaced. When the tube was installed the anode was not able to be reinserted due to welling. The hv cables were ordered and replaced. The system is now functional operating as intended.